Event description:
It was reported that while performing an ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter, the catheter was said to have experienced a non-MDR reportable magnetic sensor error. The procedure was completed with no patient consequence. The bwi failure analysis lab (fal) received the device for evaluation and discovered that the shaft is broken with exposed wires. Due to the compromised integrity of this catheter, exposed wires, this event is MDR reportable. The awareness date was reset to (B)(6) 2014 for this complaint, the date of the fal lab discovery.

Manufacturer narrative:
(B)(4) it was reported that while performing an ablation procedure with a thermocool smarttouch uni-directional navigation catheter, the catheter was said to have experienced a non-MDR reportable magnetic sensor error. The bwi failure analysis lab (fal) received the device for evaluation and discovered that the shaft is broken with exposed wires. The awareness date was reset to 12/8/2014 for this complaint, the date of the fal lab discovery. Upon receipt, the device was visually inspected and the shaft was found broken 5mm from blue sleeving. It is unknown how this condition was generated. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. Per the shaft condition, the catheter was tested for electrical performance and failed. Further investigation revealed that irrigation tubing was broken at the shaft damage area causing the electrical failure. Per the reported sensor error, the functionality of the biosensor catheter was tested on the carto system. The catheter failed during carto test, error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The customer complaint regarding a sensor error has been verified. An internal correction has been opened to investigate the broken shaft issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures concomitant products: unk. (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.